Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) used needle sample was provided for evaluation by our quality team. Through examination of the sample, the cannula was found to be semi clogged. Microscopic examination revealed that the particle was conical shaped, soft, and transparent. Previous testing has revealed that these types of particles are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured according to iso 7864 and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® microlance¿ 3 hypodermic needle, 18g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: needles become blocked / rubber particles are released apparently, many needles clog up, and neo nat/usi have even observed that some needles, when punctured, carry away a piece of the liner, which ends up in the infusion fluid.